Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/01/2016. Retain product was tested and functioning according to specification. Return product was not available for investigation. Investigation: the customer observed an unexpected hct result that was also discrepant from a second run on the sample when using a cartridge from chem8+ lot h15316a to test patient sample. A review of the device history record confirmed the lot passed finished goods release criteria. Twenty retain cartridges from the lot were tested in whole blood. The customer complaint was not reproduced. Test results for the retained cartridges met the acceptance criteria found in q04.01.003 rev. W, appendix 1- product complaint level 2 and level 3 investigation procedure. Investigation confirmed the lot is performing to specification. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant hematocrit (hct) result on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. 1st run - hct 14%. 2nd run - hct 46%. There was 2 hours between runs. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).